Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 600.6875. The customer reported problem was confirmed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device alarmed and displayed error code 600.6875 - cib communication failure. There was no patient involvement.